Event description:
Caller alleged discrepant results with inratio versus lab. Inr: 1.7, lab: 2.3. Inr: 1.9, lab: 2.9.

Manufacturer narrative:
Device is expected to be returned for evaluation. Investigation is pending.